Event description:
It was reported hip revision for dislocation - pt had 36mm +0 head. Trialed a 44mm head which increased stability. Used a 44mm bi-polar with a 26 +4mm head. Pt was stable.

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00208.